Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the limited information available, the cause of the cardiac tamponade events could not be determined. Procedural factors (manipulation of the devices), in addition to patient factors may have contributed to the reported events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for the article: seppelt, p., zappel, j., weiler, h., mas-peiro, s., papadopoulos, n., walther, t., zeiher, a., fichtlscherer, s., vasa-nicotera, m. (2019). Aortic valve replacement in patients with preexisting liver disease: transfemoral approach with favorable survival. Journal summaries in internal medicine. Https://www.mdlinx.com/journal-summaries/aortic-stenosis-liver-disease-transcatheter-aortic/2019/05/01/7565583/. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04551 and manufacturer report no: 2015691-2019- 4555.

Event description:
As reported by our affiliate in (B)(6) and through an article ¿aortic valve replacement in patients with preexisting liver disease: transfemoral approach with favorable survival¿, between january 2004 and august 2016, 85 patients with pre-existing liver disease underwent transfemoral and transapical transcatheter aortic valve replacements (tavr) with a sapien 3 valve. Pericardial tamponade occurred in five transapical tavr patients. No further information regarding the events was provided.